Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause for the catheter becoming lodged in the papillary muscle and subsequent dissection could not be conclusively determined.

Event description:
During a ventricular tachycardia ablation procedure, the catheter could not be removed from the left ventricle. While mapping the left ventricle, the catheter could not be removed and an echocardiogram confirmed the catheter was fixed to the papillary muscle. The catheter handle was cut and an introducer was used to straighten and remove the catheter from the left ventricle. The procedure was completed. However, the patient became hypotensive and a dissection was noted at the groin that required vascular intervention.